Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During a visual inspection, crystalised procedural fluid was visible inside the balloon catheter hub, the balloon catheter shaft was kinked 77.8cm from the distal end, and the proximal chronoprene bond was damaged and split 2cm from the distal end. During a functional inspection, an attempt was made to flush the device and advance a patency mandrel, however the balloon catheter hub was noted to be blocked/occluded with crystalised procedural fluid. An unsuccessful attempt was made to remove the crystalised procedural fluid. Therefore, the patency mandrel was inserted through the distal tip and advanced towards the hub but could not be advanced passed the kink in the balloon catheter shaft. The balloon catheter shaft was cut 20cm from the distal tip and an attempt was made to inflate the balloon but a significant leak was noted coming from the split in the chronoprene and it was not possible to inflate the balloon. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and the device was prepared for use as per the directions for use. Flush was given when transform was taken out from the dispenser hoop, the entire system was flushed with a saline-contrast mixture and continuous flush set up and maintained throughout the clinical procedure. After the guidewire was inserted, the entire system was flushed, and no saline-contrast mixture flowed. There was no friction or resistance at the hub of the guiding catheter. There was no resistance when the guidewire was inserted. It¿s unknown if a 1cc syringe was used to inflate the balloon in the body and it¿s unknown what percentage the contrast agent was diluted at. The size of the concomitantly guidewire was 0.014¿. There were no abnormalities such as air, leaks, or poor expansion when the balloon was expanded outside the body. The patient¿s anatomy was normal tortuous. The reported issue occurred during procedure inside the patient. It¿s unknown what inflation pressure was used. There was no resistance encountered when advancing/removing the catheter. It¿s unknown where the tip of the guidewire was in relation to the tip of the balloon catheter. The device was inflated over nominal pressure/excessive pressure was used. Analysis of the returned device found solidified crystalised procedural fluid had blocked the balloon catheter hub and the balloon catheter shaft was kinked 77.8cm from the distal end. The proximal chronoprene bond was damaged and split 2cm from the distal end which indicates the device encountered a significant force to have caused the damage. It wasn¿t possible to remove the crystalised procedural fluid. Therefore, the patency mandrel was inserted through the distal tip and advanced towards the hub but could not be advanced passed the kink in the balloon catheter shaft. The balloon catheter shaft was cut 20cm from the distal tip and an attempt was made to inflate the balloon but a significant leak was noted coming from the split in the chronoprene and it was not possible to inflate the balloon. Additional information confirmed the device was inflated over nominal pressure/excessive pressure was used which would have resulted in the reported issue. The as reported ¿balloon catheter broken/fractured during use¿ and ¿balloon failed to inflate¿ in addition to the as analyzed ¿balloon catheter broken/fractured during use¿, 'balloon failed to inflate¿, ¿balloon catheter shaft blocked/occluded¿, ¿balloon catheter kinked/bent¿ and ¿balloon leaked during use¿ will be assigned ¿user error¿, as the investigation confirmed that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during the medical procedure of the cerebral aneurysm in the ic-pc. The balloon (subject device) was not dilated, and when it was removed and visually examined, the proximal part of the balloon (subject device) was broken. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
Tc 08/10 it was reported that during the medical procedure of the cerebral aneurysm in the ic-pc. The balloon (subject device) was not dilated, and when it was removed and visually examined, the proximal part of the balloon (subject device) was broken. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.